Manufacturer narrative:
Concomitant medical products: dtmb1d1 crtd, implanted: (B)(6) 2017; 429688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's electrograms noted atrial undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.